Event description:
As reported to coloplast though not verified, patient experienced pelvic pain, dyspareunia, mesh exposure and erosion, infections, scarring, discharge and bleeding. A revision surgery was performed for excision of vaginal graft.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.